Event description:
It was reported that the surgeon was inserting a collamer three piece lens model cq2015 and the lens tore. No pt injury reported. Further info was requested, however, none has been forthcoming. If more info is received, a supplemental MFR report will be sent.

Manufacturer narrative:
Eval codes: results: a visual inspection of the returned product shows one haptic is torn off of the lens and missing. There is a tear in the lens optic. There is clear surgical residue on the lens. It should be noted that the injector and cartridge were not returned for eval.